Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during dilatation in a mildly calcified internal iliac artery, the foxplus balloon ruptured at 7 atmospheres during the first inflation. There was no adverse pt effect. The device was removed and a second foxplus was used to complete the procedure without incident. No add'l info has been provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all add'l relevant info.